Manufacturer narrative:
Per good faith effort (gfe) response received 24mar2026, it was confirmed that the unit was repaired after the hospital replaced the airflow sensor with a third-party vendor, after which the device resumed normal operation. No personnel injuries were reported. The device subsequently passed performance specification testing, and the ventilator has been returned to service. No further information was able to be obtained for further evaluation. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from a healthcare institution regarding a v60 non-invasive ventilator, which failed to deliver the target tidal volume during use. The device was in use on a patient at the time; no patient harm or medical intervention occurred, and no therapy delays were reported. Despite cleaning the ventilator¿s filtration system, the issue persisted, and a backup ventilator was used. No prior case was identified. Resolution and disposition are pending, and the investigation is ongoing.